Event description:
The pump did not have an audible tone. The customer stated that they increased the beep volume; but the audible tone could not be heard when the buttons were pressed. Troubleshooting was performed. The audible tone could not be heard.